Manufacturer narrative:
Results: eval of the returned unit did not confirm no power to the unit. Unit powers up when using new batteries, but the hold/suspend button and tone buttons do not work. Volume button works, but can only be heard when weight is off pad. When a 9v adapter is plugged in, unit will power up, but go to hold mode automatically. Unit cannot be taken out of hold mode by pressing the hold/suspend button. In order to take out of hold, the sensor must be detached. Note: instructions for use state: test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Ensure the led, indicating monitoring, is blinking green. (B)(4).

Event description:
Customer reported the alarm has no power. Batteries have been replaced with a new supply. No visible battery acid or leakage in the battery compartment. No visible damage to the outside of the alarm reported. Customer did not provide a date when this was discovered. There was no pt incident or injury reported.